Event description:
It was reported by a customer that during a procedure on (B)(6) 2011 too much heat was coming from the laser system. Per the customer, the procedure was cancelled. No pt injury was reported.